Event description:
The physician used two guidewires during a stent assisted embolization for the reoccurrence of the basilar tip aneurysm. Following advancement of the microcatheter over the guidewire, the imaging revealed extravasation from the left posterior temporal artery due to the vessel perforation. The physician stated that the most probable cause of the vessel perforation was a guidewire; however, he is not sure which guidewire contributed to the vessel perforation. Subsequently, the patient suffered a subarachnoid hemorrhage (sah) in the left temporal lobe and intraventricular hemorrhage. A right frontal ventriculostomy was performed to reduce the intracranial pressure and five packs of platelets were given. However, the patient continued to decline. Imaging showed a significant increase in the size of the hemorrhage and the ventricles and revealed a midline shift of the brain. One day post procedure, the patient underwent a second craniotomy this time in the left parietal region during which clot was removed and a second external ventricular drain was placed to assist in controlling intracranial pressure. Three days post procedure, the patient suffered aspiration pneumonia with respiratory failure that was treated with antibiotics. The patient's current condition was reported as ¿alive, with right sided weakness¿.

Event description:
The physician used two guidewires during a stent assisted embolization for the reoccurrence of the basilar tip aneurysm. Following advancement of the microcatheter over the guidewire, the imaging revealed extravasation from the left posterior temporal artery due to the vessel perforation. The physician stated that the most probable cause of the vessel perforation was a guidewire; however, he is not sure which guidewire contributed to the vessel perforation. Subsequently, the patient suffered a subarachnoid hemorrhage (sah) in the left temporal lobe and intraventricular hemorrhage. A right frontal ventriculostomy was performed to reduce the intracranial pressure and five packs of platelets were given. However, the patient continued to decline. Imaging showed a significant increase in the size of the hemorrhage and the ventricles and revealed a midline shift of the brain. One day post procedure, the patient underwent a second craniotomy this time in the left parietal region during which clot was removed and a second external ventricular drain was placed to assist in controlling intracranial pressure. Three days post procedure the patient suffered aspiration pneumonia with respiratory failure that was treated with antibiotics. The patients¿ current condition was reported as ¿alive, with right sided weakness¿.

Manufacturer narrative:
PMA# or 510k#: k032146; k002907; k023700 and k053268.

Manufacturer narrative:
The device was not available for evaluation. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel perforation is a known and anticipated complication to these types of procedures and is noted in the labeling. The most likely that some anatomical or procedural factors caused or contributed to the event. Therefore, a root cause related to operational context has been assigned to this event.